Manufacturer narrative:
Detailed investigation revealed that the image visualization system (ivs) did not boot when the system was started and the error message ¿is hardware failure detected, sc¿ was displayed to the user. The system started in ¿backup mode¿, in which only fluoroscopy and acquisition are possible without patient registration and postprocessing. This is a defined system behavior to be able to perform/finish or stop a running procedure in a controlled manner in such an error scenario. A manual system restart resolved the issue. The customer service engineer (cse) was on site and found that the cause of the issue was an extremely low voltage bios battery, which caused the ivs pc not to boot properly. Therefore, the bios battery was exchanged as part of service activity to permanently solve the problem. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. During an emergency coronary intervention on the patient diagnosed with acute st segment elevation myocardial infarction, the image visualization system (ivs) failed to boot-up. The patient had to be transferred to an alternate unit to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.